Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (enlarged annulus). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, and dilated tricuspid annulus. A triclip xtw inserted and deployed on the tricuspid valve. A second triclip xtw was inserted and deployed. However, post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet. To stabilize the clip, a third triclip xt was deployed, reducing tr to a grade 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.